Manufacturer narrative:
The devices associated with this report were not returned. The retained samples were conditioned and tested at an ambient temperature of 23 deg c. All handling and setting time results were reviewed and they are all within specification. The device histories were reviewed and found no non-conformances on this batch; final micro and sterility tests passed. The bone cement products are highly sensitive to changes in temperature and the characteristics such as end of working and setting time can be greatly impacted by temperature fluctuations. Too hot temperature causes the cement to set too fast, too cool temperature causes a slower setting time. The checklist also indicates that the products were mixed using strykers mixing system and the cement mixing times altered from the times recommended in the IFU. When mixing within a system the characteristics of the cement can be slightly different to those in the IFU. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Cement set up too fast, resulting in a surgical delay of 3.5 hours.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.